Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited exposed decubitus (pocket wound) of the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead. A pocket revision was performed. The device and lv lead remain in use. No further patient complications have been reported as a result of this event.